Manufacturer narrative:
The pt was undergoing a tongue biopsy. While the cautery device was in his mouth, the surgeon noticed a burn. The burn was located just inside the mouth between the upper and lower lip. The tissue was white in color and the surgeon stated it looked like a 'heat/steam' burn. The surgeon removed the surface of the white layer and no further treatment was indicated. The facility indicated the tip was adequately seated on the pencil and did not come in contact with any metal instruments. No arc was noted during the procedure. The sample was returned. Dried blood was present on the pencil, on and around the cut/coag buttons. The pencil was tested in cut and coag modes and operated as intended. No malfunction was noted. A root cause for the incident was not determined. However, due to the reported burn, and in an abundance of caution, this medwatch is being filed.

Event description:
While undergoing a tongue biopsy, the pt suffered a burn to the inside of the mouth that was though to have been caused by the cautery device.